Manufacturer narrative:
Additional information on the event was received on november 28, 2016. The patient event was noted during the procedure. A pericardiocentesis was performed and monitoring of the patient. The patient fully recovered with no residual effects. The patient did not require extended hospitalization. The physician¿s opinion regarding the cause of this adverse event is that it was procedure related. A transseptal puncture was performed with a brk needle and an sl2 sheath. They did not survey pre-transseptal and wondered if the fluid might have been there pre-transseptal puncture. The generator was set to power control mode, temperature cutoff at 45 degree celsius and power cutoff at 50 watts. The flow setting was set to 30ml/min. There was no specific time that the issue was noted and therefore, the temperature, impedance and power were not known. No cut off values were reached. The power was not titrated during ablation. There were no error messages observed on the biosense webster equipment during the procedure. The st. Jude sl sheath was used. Patient received anticoagulant during the procedure with activated clotting time maintained between 300 ¿ 350. The catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. The carto 3 system did not indicate to re-zero the catheter. (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Concomitant medical product: c3 interface cable ¿ therapeutic, model #: d-1286-03-s, lot #: 17474045l; smartablate generator, model #: unknown, serial #: unknown. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with two smart touch bidirectional catheters and suffered a cardiac tamponade which required a pericardiocentesis. The patient¿s medical history was unknown. It was reported that the temperature readings on the smartablate generator were reading unstable temperatures. The c3 interface cable ¿ therapeutic was replaced with no resolution. When the smart touch bidirectional catheter (lot # 17541334m) was replaced, the issue resolved. This temperature issue was assessed as not reportable as the most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. It was also reported that a pericardial effusion was noticed when the patient's blood pressure dropped. The pericardial effusion was confirmed by surface ultrasound. A pericardiocentesis was performed and 200cc of fluid were removed. There was no information about the hospitalization. The patient was reported to be in stable condition at the time the complaint was reported. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. Since both of the smart touch bidirectional catheters were used during the procedure, we are taking the conservative approach and reporting the event under both of the catheters.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with two smart touch bidirectional catheters and suffered a cardiac tamponade which required a pericardiocentesis. It was reported that the temperature readings on the smartablate generator were reading unstable temperatures. The c3 interface cable ¿ therapeutic was replaced with no resolution. When the smart touch bidirectional catheter (lot # 17541334m) was replaced, the issue resolved. It was also reported that a pericardial effusion was noticed when the patient's blood pressure dropped. The pericardial effusion was confirmed by surface ultrasound. A pericardiocentesis was performed and 200cc of fluid were removed. The patient did not require extended hospitalization.the patient was reported to be in stable condition at the time the complaint was reported. The patient fully recovered with no residual effects. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was then evaluated for electrical resistance and the thermocouple test failed. Further examination revealed that the thermocouple wires were broken at the tip section creating an intermittence of temperature. After that, a deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on the carto 3 system. The catheter was recognized by the carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force features were evaluated and passed. Finally, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding temperature has been verified. An internal corrective action has been opened to investigate the tc breakage on the tip section for smart touch and smart touch sf. However, the tc failure is not related with the cardiac tamponade experienced by the patient, and the root cause of the cardiac tamponade remains unknown.